Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 14l dialyzer. Immediately after initiating the dialysis treatment, the patient's blood pressure dropped with respiratory distress, bradycardia and sweating. The patient was administered oxygen, cortisone and an antihistamine.